Event description:
It was reported that the implantable pulse generator (ipg) was triggering more than usual. The ipg remains in use. No patient compli cations have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-45 lead implanted: 28-apr-2016. If information is provided in the future, a supplemental report will be issued.